Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Over five months later the device was programmed to other than monitor + therapy and then explanted.

Event description:
Boston scientific received information that during an interrogation of this cardiac resynchronization therapy defibrillator (crt-d) a message to check the defibrillation lead (non-boston scientific) was observed. The field representative later reported that this was due to one out of range measurement was observed. The representative did not know what measurement this pertained to and had no further details surrounding this event. The physician opted to monitor this issue for now.